Manufacturer narrative:
Patient identifier: sid: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results for two patient samples that were reactive upon repeat. The following data was provided: on (B)(6) 2022 sid: (B)(6) initial result = 0.00 s/co, on (B)(6) 2022 repeat results = 1324.21, 1321.30, 1389.58 s/co. On (B)(6) 2022 sid: (B)(6) initial result = 0.00 s/co, on (B)(6) 2022 repeat results = 1.58, 1.60, 1.51 s/co. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the valve, manifold kit that was leaking which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The valve, manifold kit was determined to be the likely cause for the issue. An instrument service history review revealed no additional false nonreactive results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any trends for architect i1000sr, or the valve, manifold kit with regards to the current issue. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i1000sr processing module for serial number (B)(6) or the valve, manifold kit was identified.